Manufacturer narrative:
B5 - per updated information, the lens was explanted on (B)(6) 2019. D7 - updated to (B)(6) 2019. (B)(4).

Manufacturer narrative:
Device evaluation: the lens was returned in liquid in a lens case/ vial. Visual inspection found the haptic broken. Dimensional and functional inspection found the lens to be within specifications. Claim#: (B)(4).

Manufacturer narrative:
B5 - per updated information, the patient is stable and has returned to preoperative refraction. Claim# (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s., but not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.7mm vticmo13.7 implantable collamer lens, -11.5/+4.5/039 (sphere/cylinder/axis), in the patients left eye (os) on (B)(6) 2018. The patient experienced a refractive surprise, with glare/halos and blurred vision. The patient had discomfort with their vision in comparison with the icl lens in the right eye. The lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
Per updated information, the lens was explanted on (B)(6) 2019. Patient code 3191: secondary surgical intervention, lens explant. Method code 4117 no longer applicable. Initial MDR should have included device code 1494: off-label use, pre-existing history of keratoconus and corneal cross-linking. Initial MDR should have included method code 4111.